Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Reportedly, pump may have dropped prior to the alarm. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 250-270 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.